Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received readings between 4-9 mmol/l (72 - 162 mg/dl) with the sensor scan and experienced vomiting. Paramedics was called and customer was rushed to the hospital where a reading of 59.1 mmol/l (1063 mg/dl) was obtained on an unspecified meter and he was diagnosed with hyperglycemia. Customer was hospitalized and he received unspecified treatment to lower the glucose level. There was no report of death or permanent impairment associated with this event.